Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent approximately 5.0, 21.0, 61.0, and 118.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and had a fractured stretch resistant (sr) wire. The proximal constraint sphere was inside the distal detachment tip (ddt). The introducer sheath was ovalized approximately 105.5 cm from the proximal end. Conclusion: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly due to a fractured sr wire. This type of damage typically occurs due to forceful withdrawal of the ruby coil against resistance. Further evaluation revealed the pusher assembly and introducer sheath were damaged. This damage was likely incidental and may have occurred during packaging the device for return. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached six ruby coils into the aneurysm using another manufacturer's microcatheter. While advancing a new ruby coil through the hypo-tube and barely into the microcatheter, the technologist indicated that there was resistance. Upon slowly removing the ruby coil pusher assembly, the physician noticed that the ruby coil had unintentionally detached. The physician was able to remove the ruby coil from the microcatheter. The microcatheter was flushed and the procedure was completed using three new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.